Event description:
The customer stated that a false positive architect b-hcg result of > 15.0 miu/ml was generated. A different aliquot of the sample was run and a result of <1.2 miu/ml was generated. Both samples were repeated and negative results of < 1.2 miu/ml were generated. There was no report of impact to patient management.

Manufacturer narrative:
Describe event or problem was changed. The initial architect b-hcg result was > 15000.00 miu/ml not > 15.0 miu/ml. (B)(4)

Event description:
The customer stated that a false positive architect b-hcg result of > 15000.00 miu/ml was generated. A different aliquot of the sample was run and a result of <1.2 miu/ml was generated. Both samples were repeated and negative results of < 1.2 miu/ml were generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No patient sample or reagent was provided for investigation. File samples of architect b-hcg reagent lot 41903ui00 were tested with a range of samples to determine if it could produce acceptable results. Validity qc results fell within expected ranges. In addition, multiple samples, with concentrations spanning the reportable range of the assay were run with all results within expected ranges. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect total b-hcg reagent package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.